Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported the filter line is not priming past the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 20105686 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m would not prime past the filter via gravity or pump during the infusion, increasing the pressure alarm to max. The following information was provided by the initial reporter: "lipid 1.2 micron filter line (lot #(10)20105686) not priming past filter via gravity, nor via pump. Once placed in pump to attempted priming, pump reading high pressure alarm. Pressure alarm increased to max. & multiple pumps attempted, with no success to prime line. Other 1.2micro lines (same lot number) on unit attempted with same problem. Same lot number causing similar problems last week. Surgical ward also reporting similar problem with 1.2 micron line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb ss 1.2m would not prime past the filter via gravity or pump during the infusion, increasing the pressure alarm to max. The following information was provided by the initial reporter: "lipid 1.2 micron filter line (lot #(10)20105686) not priming past filter via gravity, nor via pump. Once placed in pump to attempted priming, pump reading high pressure alarm. Pressure alarm increased to max. & multiple pumps attempted, with no success to prime line. Other 1.2micro lines (same lot number) on unit attempted with same problem. Same lot number causing similar problems last week. Surgical ward also reporting similar problem with 1.2 micron line."